Event description:
A report was received that the patient had developed an infection at the pocket site which was not device related. Symptoms include fever and drainage at the pocket site. The patient was placed on swan intravenous for months but was unable to clear the infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site which was not device related. Symptoms include fever and drainage at the pocket site. The patient was placed on swan intravenous for months but was unable to clear the infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site which was not device related. Symptoms include fever and drainage at the pocket site. The patient was placed on swan intravenous for months but was unable to clear the infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed the infection was procedure related.

Manufacturer narrative:
Date of event - 2012. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4) description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was given with antibiotics. The patient was doing well following the procedure, and the infection was resolved. The explanted devices were not returned to bsn as they were discarded by the medical facility.